Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarms noted. The pump was received with intermittent button response due to a flattened down arrow button dome switch. The keypad connector was fully locked. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a keypad anomaly. Customer's blood glucose reading was 450 mg/dl; customer treated with a manual injection. Customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was informed that the device would be replaced, and to return the device for analysis.